Manufacturer narrative:
Updated fields: ( type of investigation, investigation findings, investigation conclusion, component code). A getinge field service engineer (fse) found that there was blood inside the safety disk and pim tubing. The blood was contained to the pim assembly and a shelf below the pim, it did not go any further into the iabp. Cleaned out the pump below the pim and replaced pneumatic interface module. The contaminated parts were scrapped onsite as contaminated with blood. Completed a full calibration and system test / pm protocol, all tests passed to factory specifications. The unit was returned to the customer and released for clinical use. Patient involvement unknown, no harm reported.

Event description:
It was reported the during use cardiosave intra-aortic balloon pump (iabp) had visible blood in the extender tubing. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had visible blood in the extender tubing. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.